Manufacturer narrative:
The reported field event of inappropriate hv therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had inappropriate shocks. Patient was in good condition. The device and the lead were explanted. The patient condition before, during and after the procedure was good.